Manufacturer narrative:
Additional manufacturer narrative: paravalvular leak (pvl) refers to blood flowing through a channel between the structure of the implanted valve and the cardiac tissue. It may occur as a result of a lack of appropriate sealing of the valve at the annulus or improper seating. The most common reason for pvl is inadequate debridement of a calcified annulus and is not a result of device malfunction. The serial number was not provided. Therefore, the device history record (DHR) could not be reviewed. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received notification that an intuity elite valve model 8300ab was explanted from the aortic position due to paravalvular leak (pvl) after an unknown implant duration. No other information was provided.